Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received a stuck button and battery failed alarms. No harm requiring medical intervention was reported. Troubleshooting was performed and it was unsure that the button was not pressed for 3 minutes or longer. The customer will discontinue the use of the device and it will be returned for analysis.

Manufacturer narrative:
The pump was received with unresponsive keypad. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, keypad voltage test and dat due to unresponsive keypad. Unable to download history files and traces using thump due to unresponsive keypad. The keypad overlay was peeled off and found a corroded keypad traces. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. A test case was used and the original pcba1, pcba2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery. The pump was able to navigate the menu, continued currents measurement, download history files and traces using thump. The pump passed the self test. The pump failed the sleep current measurement and active current measurement. The pump was monitored and no failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts were noted. No power error 25 and replace battery now alarm recorded in the formatted history file on the event date. However, low battery alert was recorded and found in the formatted history file on: 06/06/2023 12:55:00.000 insert battery alarm was recorded and found in the formatted history file on: 06/06/2023 22:28:31.000, 06/11/2023 14:37:28.000, 06/11/2023 19:24:29.000, 06/11/2023 19:26:11.000, 06/11/2023 19:34:17.000, 06/11/2023 20:15:50.000, 06/11/2023 20:32:04.000, 06/11/2023 20:32:58.000. Replace battery alert was recorded and found in the formatted history file on: 06/06/2023 22:26:00.000. Power loss alarm was recorded and found in the formatted history file on: 06/11/2023 20:44:05.000, 06/11/2023 20:44:13.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 06/11/2023 19:25:05.000, 06/11/2023 19:28:34.000. Pump error 23 alarm was recorded and found in the formatted history file on: 06/11/2023 20:26:03.000, 06/11/2023 20:43:54.000. Pump error 68 alarm was recorded and found in the formatted history file on: 06/11/2023 20:32:27.000, 06/11/2023 20:42:00.000, 06/11/2023 20:43:03.000. Pump error 49 alarm was recorded and found in the formatted history file on: 06/11/2023 20:32:27.000, 06/11/2023 20:43:03.000, 06/11/2023 20:43:33.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 09-jun-2023 at 17:09:59 pm. There was no power data available for the date of 06-jun-2023 12:55:00.000 and 22:26:00.000. Unable to check power data for low battery alert and replace battery alert. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed due to memory corruption, suspected on hw. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement and active current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement and active current measurement. The pump had a high sleep current measurement and active current measurement (unexpected battery power loss), suspected on hw (pcba 1/pcba 2). Please see below for pump errors/alarms noted 1 week prior to the event date 11-jun-2023 in the formatted history file. Lostsensor1alert (780) was recorded and found in the formatted history file on: 06/06/2023 08:19:00.000, 06/06/2023 08:29:00.000. Sgcalibrationerror (776) was recorded and found in the formatted history file on: 06/06/2023 07:22:25.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: 06/11/2023 08:57:34.000, 06/11/2023 09:07:01.000 to 06/11/2023 09:51:13.000, 06/11/2023 10:08:46.000 to 06/11/2023 10:47:04.000, 06/11/2023 14:16:32.000, 06/11/2023 16:58:36.000, 06/11/2023 17:06:48.000, 06/11/2023 18:36:46.000 to 06/11/2023 18:47:39.000, 06/11/2023 19:18:03.000 to 06/11/2023 19:59:38.000, 06/11/2023 20:06:36.000, 06/11/2023 20:09:01.000. Pump error 61 (stuck key alarm) and unresponsive keypad were confirmed due to corroded keypad traces. Pump error 130 alarm was recorded and found in the formatted history file on: 06/07/2023 17:32:02.000. Pump error 130 alarm was confirmed, problem isolated on the motor assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a overlay scratched, a torn keypad overlay, a pillowing keypad overlay and a scratched case. Unable to perform the required testing, download history files and traces using thump due to unresponsive keypad. Pump error 61 (stuck key alarm) and unresponsive keypad were confirmed due to corroded keypad traces. A test case was used, the pump was able to navigate the menu, continued currents measurement, download history files and traces using thump. Failed battery alert/battery failed alarm was not confirmed. A high sleep current measurement, active current measurement (unexpected battery power loss), pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed according in the formatted history file, suspected on hw. Pump error 130 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.